Manufacturer narrative:
The leads are expected to be returned. Upon return and completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during the pacemaker implant procedure, two longevity leads were attempted. Issues with helix extension were noted as well as issues inserting the lead into the header. Several attempts were made trying to insert the lead into the header, but continued to get poor signal quality and impedance measurements were out of range (greater than 2500 ohms). The physician requested a new lead and experienced similar issues, however the second lead was unable to produce an impedance value when measured through the pacing system analyzer (psa). The physician elected to try a new pacemaker, however that did not resolve the issue. The issue finally resolved after attempting a third ingevity lead. The two attempted leads will be returned for analysis. There were no allegations linking the pacemaker to this issue. The physician's primary concern was with the first two attempted leads. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.